Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved an unspecified ICU medical device where the customer reported a separation of the end of the pressure head to be connected to the catheter. The tap of connection, usually welded to the pressure head tubing, disconnected without special maneuver, with significant risks of bleeding and infectious risks. The patient or user impacts is the extension of operating time with risk of infection. There was unknown patient involvement an unknown patient harm.

Manufacturer narrative:
Investigation summary: the reported complaint of separation was confirmed. During visual inspection, the 6" pressure tubing was observed to be separated from the male luer. The male luer was not returned for evaluation. When the end of the tubing was microscopically examined, insufficient adhesive coverage was observed. The probable cause for the insufficient adhesive coverage on the tubing had occurred due to an error during assembly at ensenada.

Manufacturer narrative:
D1 brand name: transpac® IV monitoring kit w/03 ml squeeze flush device, 60" (150cm) red stripe pressure tubing and 3 way stopcocks. Correction in d1, d2, d4, g4, h4.